Event description:
The customer reported that the teeth that were supposed to be holding the buckle in place on the gait belt cracked in the middle when being put into use for the first time on a pt. There was no pt incident or injury reported. The customer did not provide the date when this occurred.

Manufacturer narrative:
The product has been requested to be returned, but has not been received. (B)(4).